Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s wearable failed and the patient did not have another wearable to use. The patient was also wearing a tandem insulin pump. Approximately three hours after the wearable failure, the patient began experiencing vomiting and ¿symptoms he associated with diabetic ketoacidosis (dka).¿ the patient was unable to recall his last known cgm value prior to the wearable failing. The patient was brought to the emergency room (ER) for evaluation. At the ER, he reported his bg level was elevated but he could not recall the specific value. The patient was diagnosed with dka but the patient could not recall what medications or treatment he received during his hospitalization. The patient was discharged after being in the hospital for one day. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data on (B)(6) 2026. The probable cause was determined to be very low count aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.